Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to enter 25 grams of carbohydrates and instead unintentionally requested a 25 unit bolus. The customer received 15 units of the 25 unit bolus request and went to the emergency room when their blood glucose (bg)level dropped to 86 (mg/dl). While in the emergency room the customer was treated with a sugar-based drink and monitored until their bg levels increased. When the customer was released from the emergency room a few hours later they stated they "felt better" and had a bg level of 256 (mg/dl).